Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the ippc needs to replace. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image processing computer needed to be replaced, which can indicate an issue with imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.